Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software product ID: hh9020tdd, serial# (B)(6), product type section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The caller read from the paperwork that the pump had ¿200 micro per liter of clonidine, 10 mg of bupivacaine, and 2000 micrograms of sufentanil.¿ the indication for pump use was non-malignant pain. The patient¿s representative reported that for the last couple of weeks, it had been getting harder and harder for the patient to get a bolus. The caller stated that the patient had been able to bolus themselves all the time without any problem, but now, it was to the point where they couldn¿t get it to work at all. The caller stated that they had been trying to get the handset to connect to the pump for 30 minutes, but it gets to 90% and never takes. It had worked in the past, but in the last week or two the handset and communicator were timing out and the handset screen goes black. Per the call, the patient had not received a bolus since yesterday morning because of the difficulties connecting. The caller stated that they were spending a lot of time trying to keep the patient out of pain. The caller mentioned they also see ¿myptm app not responding, wait or close, ¿ when trying to bolus so they press the home button on the handset and try to open the myptm app again to try to resolve the issue. The caller stated that the patient normally moved their pants/panties down a little bit when connecting to pump but today they were connecting through the patient's pajamas. The agent assisted the caller in restarting the myptm app, but the patient read ¿myptm app is not responding.¿ the agent had the patient press wait and close, but then the caller saw ¿0x3(o or0)d4624d, followed by service code 356 (communication error) despite pressing 'restart' from the 0x code.¿ the caller tapped resync on service code 356 and after a very significant delay to get past the 90% telemetry, the caller mentioned the patient was locked out of their bolus for 51 minutes. The caller stated the patient had a 1 hour lockout. The caller stated they were surprised because it appeared that they did not tap deliver bolus, but, stated that patient would love it if they could get a bolus. A replacement handset with compatible wallet case was requested from the repair department. No patient injury reported.

Manufacturer narrative:
H3.analysis found no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.